Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r57r0e. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage with a gst45d cartridge not loaded in the device. Additionally, the reload was received with the left side fully fired, right side two inner rows fully fired and the right outer row partially fired 1/3. Upon evaluation of the reload, the cartridge body and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the knife stopped on the way of the 2nd firing on the rectum. The device stopped as if the device would not activate with the battery. After the surgeon pushed the firing trigger several times, the device moved again and finished the firing process. After that, it was found that a part of the staples was malformed and another part of the staples was unformed when the surgeon checked the cartridge, and a part of the deployed staples was also unformed. Another device (cdh25a) was used to complete the case. There were no adverse consequences to the patient.